Event description:
The pt initially had a gore excluder bifurcated endoprosthesis endograft placed on 2/10/2000 for treatment of an abdominal aortic aneurysm. This device was utilized in the ide clinical trial, prior to the availability of the low permeability device. The pt had expansion of the aneurysm over time, although remained asymptomatic. Because he is relatively healthy and concerned over the expansion, it was decided to reline the exicting device with a low permeability product, now commercially available. In 2005 the original device was successfully relined utilizing low permeability components (extenders and a contralateral limb). The pt tolerated the procedure well, experienced no adverse clinical sequelae and was taken to the recovery room in stable condition.